Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/28/2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) in the range of 50-60mg/dl with dizziness, weakness and unsteadiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the patient is experiencing some difficulty with controlling sugars. The reporter stated that the patient's bg is low because they became more sensitive to insulin over time and the settings need to be adjusted. Cs advised the reporter to contact their healthcare professional for assistance. This report is being made due to the bg excursion the patient experienced.